Manufacturer narrative:
The user facility submitted medwatch mw5107416 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during ketamine therapy. The medication was hung at approximately 0830 and should have been done infusing at approximately 1930. Pump alarmed infusion complete at 2045 and more than half of medication still remained in the medication bag. No additional information is available.